Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that the insulin pump was having issues with button sticking, reduced battery life and an unspecified error code after battery change. Blood glucose value was unknown at the time of the incident. No further details were given. The product will not be returned for analysis.